Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in as nypro, mx is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for not clipping due to unknown lot number. A review of risk management 730rmn-0004-02 revision 04 indicates that the potential risk of this specific reported incident (safeclip, not clipping) was captured and addressed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for not clipping due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that clipper is not clipping needles during use with a bd safe-clip¿. The following information was provided by the initial reporter: it was reported that the needle clipper is not clipping the needles.